Event description:
It was reported that bd nexiva, luer lok cracked. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the emergency department reported that the luer connector cracked after using this product.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the complaint of a crack in the luer connector could not be confirmed from the 10 representative 20ga nexiva units, which were received in sealed packaging from lot #2300031. A visual and functional test of the returned samples revealed no damage or defects. The DHR for lot 2300031 has been reviewed. This lot was built and packaged on nfa line 1 from (B)(6) 2022 for a quantity of (B)(4) . No related quality issues or process deviations were found. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of ¿luer lock connection break¿ was not confirmed. Probable root cause(s): a root cause cannot be determined without a confirmed defect.

Event description:
No additional information.